Manufacturer narrative:
The reported event of suspected clavicle crush was not confirmed while the reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the ring electrode cable lumen proximal to the suture sleeve tie impression. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event of noise was isolated to the external insulation abrasion exposing the ring electrode etfe cable coating. Visual inspection of the lead did not find any clavicle crush damage.

Event description:
Related manufacturer report number: 2017865-2023-93940. During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Subclavian crush was suspected as the cause of the noise on the ra and rv leads. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue being monitored.